Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin is leaking from reservoir. The blood glucose reading was 115 mg/dl. Customer stated it was leaking past the second o-ring. Customer does not want to go through troubleshooting. Nothing further reported.